Manufacturer narrative:
A review of the device evaluation information indicates that the most recent and final evaluation information has been reported on the initial emdr and no additional information is forthcoming. Device evaluation completed by the third-party service provider reported the ventilator failed functional testing for oxygen (o2) low flow. The unit passed rework after being sent to high-level repair for repair of this issue.

Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at third-party service center, the unit failed functional testing with "low flow o2" test failure. The unit will go to high level repair for the repair. No additional information has been provided at this time. Additional findings not related to the malfunction/issue: the o-ring of the handle required replacement, missing rubber feet required replacement due to being missing, and the alternating current power cord required replacement due to being missing.